Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tsvb8, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm, lot: 1297803. H6: event problem codes: patient code: 1932.

Event description:
The doctor reports that the dental implants located in dental positions number 36 & 37 failed due to nerve damage and infection. The procedure was not concluded by placing another implants. Inflammation and pain were reported as a consequence of the event.